Manufacturer narrative:
The product will not be returned. The diagnostic logs will be reviewed. When the findings are available a supplemental submission will be sent. The device history record review has not been completed. When the findings are available a supplemental submission will be sent. There are three hem1 monitors involved in this event. When the MDR submission numbers are available they will be provided. Log files to be reviewed.

Event description:
It was reported that low sto2 values were displayed on a hemosphere monitor prior to a product demonstration in the edwards booth at a medical conference. The foresight sensors had been placed on two volunteer foreheads and the cerebral oximetry readings were within normal limits. However sensors had also been placed on their forearms and the somatic tissue oximetry readings were in the 30 to 40 percent range when the expected values were 60 to 80 percent. Troubleshooting included applying sensors to their upper arms as well as placing sensors on another edwards employee calf but the same issue occurred. A total of three hemosphere monitors were used during troubleshooting including the original monitor. The monitors are all designated as demo units and each of them had windows 10 and foresight 2.0 software installed. After additional discussion with the product manager and engineer who were present it was believed that the ambient light of the conference surroundings were somehow interfering with the readings. The data logs from the monitors were downloaded. After returning from the conference the source of the issue remained inconclusive so the data logs were given to engineering for review. After review of the logs engineering discovered that the issue was not due to the ambient lighting and a complaint was opened for further investigation into a root cause. The affected hemosphere monitors and use of the product on the volunteers and edwards employees was for demonstration purposes only. Therefore there was no injury and no treatment was provided and or withheld as a result of the inaccuracies.

Manufacturer narrative:
For the three hemosphere instruments involved, please refer to these report ID numbers: 2015691-2021-06747, 2015691-2021-06748, and 2015691-2021-06749. The device history record review was completed and all inspections passed with no non-comformances. H3 other text : log files to be reviewed.

Manufacturer narrative:
After engineering evaluations were performed, engineers ruled out the monitors and there is no associated issue with them. H3 other text : logs were analyzed